Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose levels between 300 and 400 mg/dl, with moderate ketones. Patient required no unusual treatment. During troubleshooting, patient alleged a recurring occlusion alarm issue even after changing site/set/cartridge. Patient is using cartridges per IFU. This complaint is being reported as the patient experienced hyperglycemia and the occlusion issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 9/3/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: occlusion alarm observed in the black box on (B)(4) 2015 at 14:58; the force at time of occlusion is high. Deliveries resumed at 15:04. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the internal components observed. Returned battery cap/returned cartridge cap used to complete testing.